Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2026.

Event description:
New information noted that the patient was symptomatic.

Event description:
It was reported that the patient presented remotely via merlin.net. While reviewing the transmission, the nurse believed that the vp was not capturing and was concerned. After further review it was discovered that the auto gain function was observed, and it was confirmed that the hvr was due to noise and the vp was functioning properly. Programming changes were performed. There were no patient consequences.